Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events. The patient had a known short-to-shield issue and was using an ungrounded cable at home. It was reported that the events occurred when the patient was connected to a grounded cable at the hospital. The submitted log files collectively contained events from 26mar2023 through 28apr2023. Low speed events were captured on 27apr2023 while the patient was connected to the power module. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. The driveline wire compromise also appeared to be consistent with the suspected driveline damage. No other notable alarms or events were observed. The patient remains ongoing on heartmate (hm)ii lvas and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the heartmate ii unshielded power module patient cable IFU, is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power modular patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: 2019 pump exchange covered under: MFR 2916596-2019-00536. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented due to frequent alarms. The patient was reportedly alert and oriented with no symptoms. Upon arrival, no alarms were sounding during the bedside evaluation. The patient reported missing several doses of medication over the previous few days. The patient's controller was reportedly showing low flow alarms with 1 low voltage advisory alarm. The log file captured intermittent low flow events over the course of the log, becoming more frequent in the morning hours of (B)(6) 2023. It was later communicated that the patient had a pump exchange on (B)(6) 2019, due to short to shield. The patient redeveloped short to shield and was maintained at home on ungrounded cable. The patient was re-admitted due to persistent low flow alarms, presumed to be from hypertension as the patient was not taking their medication as prescribed. On admission, echo showed increased velocity at inflow cannula. The patient was placed on grounded cable upon admission and therefore had several episodes of decreased speed prior to obtaining ungrounded cable. The increased velocity at inflow cannula was thought to be from hypertension/increased afterload. The alarms resolved with blood pressure management.